Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
(B)(4). The customer¿s report of leaking was not confirmed. Functional testing was performed by priming the set to gravity, the set would not prime. A syringe was used to prime the set, the set primed without difficulty. Once primed, fluid flowed through the set without any problems or leaks at the texium. Because the set could not be primed to gravity, the flow of the returned model 22600-0007t IV set was compared to the flow of a new model 22600-0007t IV set; the returned IV set flowed ten times slower than a new IV set. The set was sent to quality manufacturing for further investigation who confirmed an obstruction was present near the actuator tip inside of the texium. The cause of the leakage where the texium connects to the low sorbing infusion tubing was not identified.

Event description:
The customer reported two instances of leaking where the texium fused tubing connects to a low sorbing primary set below the alaris pump. Treanda bendamustine 45 mg/0.5ml at 500ml/hr was infusing as a secondary infusion at the time of the leak. The leak was minimal, and there was no patient harm reported.

Manufacturer narrative:
Correction to initial reporter address.